Manufacturer narrative:
Product analysis: the device was returned for analysis. Balloon folds were open on device return. Large amounts of crystalized contrast were evident in the balloon. No deformation was evident to the balloon. The device passed negative prep. An attempt was made to inflate the balloon to 12 atm but due to crystallized contrast in the shaft shaft the balloon could not be inflated. The balloon was removed from the shaft and was attempted to be pressurized. Liquid was observed exiting the tip during pressurization of the device, indicating damage to the inner member. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend balloon catheter, the balloon protection guidewire at the front of the balloon could not be removed or pulled out. The protective sheath could not be removed and the guidewire could not be placed. There were no attempts made to load the device onto the guidewire. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. Force was not used when removing the protective sheath/packaging stylette. The device was not used in the patient. Another sprinter legend balloon catheter was then attempted to be used. The lesion being treated during the procedure was a mildly tortuous, non-calcified lesion, with 100% chronic total occlusion (cto) stenosis in the mid right coronary artery (rca). There were no difficulties noted when removing the protective sheath and protective stylette. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device was being used to pre-dilate the lesion. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that inflation difficulties and a balloon leak occurred during balloon inflation while inside the patient. The issue occurred on the first inflation. The balloon never inflated when 8-10atm of pressure was applied. The balloon did not burst, it just leaked so it could not be inflated. It was stated that it was impossible to determine whether the balloon was leaking air. The balloon could not be inflated. The device was not moved or repositioned while inflated. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.